Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that despite some variability between bg and sg, the sg readings continued to follow the overall bg trend. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. The re-link was performed successfully, and the user was advised to continue using the system and perform calibrations as prompted by the system. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.